Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports no external/ environmental/ patient factors were identified that could have caused/contributed to the impedance issue and the cause remains undetermined. Rep reports troubleshooting the impedance issue by resetting/rechecking connection of leads in the ins and rechecking the impedance. Rep reports the current issue has not been resolved but patient received satisfactory stimulation and mapping and post-op appointment. Rep attached a picture showing avoid message on electrodes 3 and 12 with the message "possible short".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) reports seeing "possible short" avoid electrodes 3 and 12. Rep reports impedance issue. Troubleshooting was performed by retesting the impedance. Cause is unknown. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had a successful post-op appointment and was satisfied with the therapy so far. Pt has not contacted their physician nor medtronic reporting any further issues. The plan they have now is that if the pt report any therapy issues, they will meet with the pt and retest the impedance to see if the contacts cleared. Rep reported on the day of the visit, the pt did not mention any sort of external factors that may have caused the impedance issues when asked by the rep. The patient reported to not having any adverse/ outside accidents or events that may have caused the impedances.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2025. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.